Manufacturer narrative:
The insulin pump had no blank display noted. Device alarmed button error and had no button response due to corroded keypad traces. Unable to test the operating currents due to no button response. Device had a missing end cap sticker. No damage noted on isolation tape on lcd. No moisture damage noted on electronic assembly or on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 139 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.